Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, while attempting to implant the atrial lead, it was noted that the atrial lead exhibited low atrial sensing and high capture threshold. The atrial lead was not used and was replaced. The patient was in stable condition throughout the procedure.